Event description:
During follow-up, there was increased threshold capture and varied r-wave sensing amplitude noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and p-wave amplitude was not confirmed. A complete lead was returned for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages that are consistent with procedural damage.